Manufacturer narrative:
Complaint conclusion: as reported, the tip of a sv5 wire detached in the patient. The fragment was recovered and sent back for investigation. There was no patient injury. The intended procedure was revascularization of the below knee blood vessels, particularly anterior tibial artery (ata) and peroneal artery. The target lesion was located in the distal 1/3rd of the right ata and was not bifurcating. The lesion was moderately calcified and not tortuous with 100% stenosis (occluded). The guidewire was not resterilized or kinked/damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user and was not used for treatment of another lesion prior to the event. There was no ¿drilling¿ or ¿jack-hammer¿ technique used to recannulize the vessel. In the beginning of the procedure, the user tried to cross the occlusion at distal 1/3rd of the ata, and the tip of the wire detached. The wire behaved normally. During attempts at crossing the occlusion, the wire bent, and when withdrawn the user found that the tip was sheared off. The user also felt resistance during withdrawal into the cxi catheter. The wire had not been advanced through the struts of an existing stent and did not repeatedly prolapse during advancement. The wire did not become fixed or caught any time prior to the detachment noted and the wire was not torqued against resistance. The separated segment was located at the occluded ata segment and was snared out. The user then used another guidewire and subsequently managed to cross the lesion. However, the physician was not able to establish distal ata flow during the procedure (although they were able to cross the occlusion) as there was contrast extravasation at the site where the wire sheared. Current status of the patient is not known. One non-sterile pgw .018 sv short 180cm st was received coiled and inside of a plastic bag. The distal core tip was fractured and the coiled wire was unraveled\stretched; also, a kink was observed at 38cm from its distal end, no other anomalies were observed. The involved guide catheter was not received. Functional analysis could not be performed due to the damages observed on the received device. Sem analysis results showed that the samples presented evidence of reverse bending and ductile dimples at the separated areas; also stress lines were observed. The evidence of ductile dimples suggests that a tensile overload event occurred prior to the separation of the core wire. Additionally, the reverse bending and stress lines evidence found on the separated areas suggests a device manipulation that led the material to separation. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. ¿     the reported failure as ¿guide wire - resistance/friction - in patient¿ could not be properly evaluated due to the confirmed conditions of ¿distal tip kink¿ and ¿distal tip fracture¿ during the product analysis. The exact cause of the reported failures as well the unraveled\stretched condition of the distal coil wire, observed during the analysis could not be conclusively determined. Based on information provided, procedural/ handling factors likely contributed to the issue reported as evidenced by the reverse bending and ductile dimples in the sem analysis. According to the product IFU¿s, ¿never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip.¿ also warns, ¿tip fractures have been reported in procedures involving total occlusions, highly tortuous vasculature and small side branches.¿  an artery dissection (perforation) is a well-known and extensively documented potential complication of this type of procedure and is listed in the IFU as such. A dissection can occur due to forceful use of the wire within a diseased vessel, especially if the wire is fractured. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The device is expected to be returned for analysis, however, it has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a sv5 wire detached in the patient. The fragment was recovered and sent back for investigation. There was no patient injury.

Manufacturer narrative:
Additional information was received: the intended procedure was revascularization of the below knee blood vessels, particularly anterior tibial artery (ata) and peroneal artery. The target lesion was located in the distal 1/3rd of the right ata and was not bifurcating. The lesion was moderately calcified and not tortuous with 100% stenosis (occluded). The guidewire was not resterilized or kinked/damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user and was not used for treatment of another lesion prior to the event. There was no ¿drilling¿ or ¿jack-hammer¿ technique used to recanalize the vessel. In the beginning of the procedure, the user tried to cross the occlusion at distal 1/3rd of the ata, and the tip of the wire detached. The wire behaved normally. During attempts at crossing the occlusion, the wire bent, and when withdrawn the user found that the tip was sheared off. The user also felt resistance during withdrawal into the cxi catheter. The wire had not been advanced through the struts of an existing stent and did not repeatedly prolapse during advancement. The wire did not become fixed or caught any time prior to the detachment noted and the wire was not torqued against resistance. The separated segment was located at the occluded ata segment and was snared out. The user then used another guidewire and subsequently managed to cross the lesion. However, the physician was not able to establish distal ata flow during the procedure (although they were able to cross the occlusion) as there was contrast extravasation at the site where the wire sheared. Current status of the patient is not known.     The device was received for analysis, and device available for evaluation was updated accordingly. The engineering report is not yet available, however, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance.  Additional information is pending and will be submitted within 30 days upon receipt.